Event description:
During a follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, only the distal region of the lead was returned in one-piece with the helix extended, stretched, and bent. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.